Event description:
Patient had small iliacs. 11mm on ipsilateral side and 9mm on contralateral side. The zenith three-piece graft seemed to advance and deploy without complication. The aneurysam was sealed off with no endoleaks detected. The physician performed the planned fem-fem bypass on the left iliac with the main body sheath still in place in the right iliac. When the fem-fem was completed the physician pulled out the main body sheath and the patient's blood pressure began to drop. An iliac rupture was noted and the physician began to repair it. He thought that he had it repaired and sent the patient back to her room. However, the patient continued to bleed overnight, was sent to the or early the next morning and subsequently expired.